Event description:
It was reported that an asymptomatic patient presented for an upgrade. Review of fluoroscopy observed externalized conductors. Electrical function of the lead was normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 17.5cm from the connector pin was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.